Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The drive support disk was inspected and no anomaly was noted. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was flush and there was cracked. Customer's blood glucose was 270 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.